Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported the stimulation would turn on for so long then off for so long and the issue began 6 months ago. Stimulation wasn't working quite right and patient would like the stimulation set up in a way where the stimulation ran all the time. Patient would switch their groups a and b to find what would work for them. Patient would also like the stimulation intermittent or changing. Agent redirected patient to their hcp to address the issue.

Manufacturer narrative:
Continuation of d10: product ID: 97715, serial# (B)(6), implanted: (B)(6) 2019, product type: implantable neurostim ulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.